Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient arrived to clinic with right chest double lumen mediport previously access on (B)(6) 2021. When flushing upper lumen, leaking was noted to connecter portion of mediport needle most proximal to patient. This rn advised patient's mother that it would be best to de-access the mediport and then re-access. Mother refused stating that accessing is too stressful to patient. Lip was on unit and made aware of situation. This rn expressed concerns that there could be a potential for infection due to crack in tubing, the line is unable to be flushed and heparinized, and lastly that there could be a reaction from platelet transfusion and cultures might be needed. Lip discussed this concerns with mother and plan was to administer platelets to lower lumen and then de-access patient and discharge home. Patient is due to return to clinic on saturday (B)(6) 2021".